Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line /juncture hub separation was able to be confirmed by the photo. The image shows a used catheter with the distal extension line separated from the juncture hub. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "fractured distal lumen". The catheter was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported "fractured distal lumen". The catheter was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".